Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: device failed the hc return instrument test/evaluation (rite) electrical test due to failed ground bond verification but passed rite functional test. Pal evaluated the device and found no failure or malfunction that could have caused or contributed to the ground bond failure. The assignable cause for the rite failure of ground bond failure was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test, indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.